Event description:
A non healthcare professional reported with a description of while inserting the cartridge into the patient's eye, the intraocular lens (iol) did not fully extend, got stuck and broke. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).